Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for fluid overload. The patient had to be drained at the hospital in order to address the overfill. The patient stated that the hospitalization was related to using the cycler and performing the pd therapy.

Manufacturer narrative:
Clinical investigation: there is a likely temporal relationship between peritoneal dialysis (pd) and the utilization of the liberty select cycler and the hospitalization for fluid overload. However, there was no report of a device malfunction or deficiency associated with this reported hospitalization. The patient did state the hospitalization was related to use of the cycler and pd therapy, however, did not specify what was meant by that statement. ¿fluid overload in a pd patient may reflect any combination of inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction.¿ without additional information, the cause of the patient¿s reported fluid overload cannot be determined. Based on the limited information, the liberty select cycler cannot be excluded as causing or contributing to the patient¿s hospitalization for fluid overload. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for fluid overload. The patient had to be drained at the hospital in order to address the overfill. The patient stated that the hospitalization was related to using the cycler and performing the pd therapy.